Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator (mtm), however the grip tips moved in the opposite direction. This behavior was observed in the pitch direction, indicating a misalignment of the coordinate frames during the engagement sequence. This is caused by a dislodged pitch cable in the proximal end. The probable root cause of the unintuitive motion caused by the dislodged grip cable is attributed to a loss of cable tension.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted retzius sparing prostatectomy surgical procedure, the force bipolar instrument's movement was not getting translated properly. The instrument was moving without any control from the surgeon. The customer moved the instrument to another arm, and the same issue repeated. The customer replaced the force bipolar instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was inside the surgeon side console's (ssc) high resolution stereo viewer, and the surgeon was attempting to manipulate instruments from the ssc. The problem was not related to an inability to move the instrument entirely, but rather to unintentional movements. The movements did not scale appropriately to the surgeon's intended actions, and the instrument did not move in the intended direction; when the surgeon tried to move the instrument down, it went up instead. There was a delay in the timing of the instrument's movements. No injury happened, as the surgeon tried the instrument in another arm and, when replicated, changed the instrument. No broken cables were visible at the instrument's wrist, and the instrument is available for return to isi for evaluation.